Event description:
The reporter stated the surgeon inserted a cq2015 collamer three-piece lens and the lens tore. The lens was cut up into pieces to remove and there was no patient injury, no incision enlargement or sutures.